Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 105 mg/dl at the time of the incident. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. Self test did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was not expected to be returned for analysis.